Event description:
A system error (se) 2240 (air in line) was identified in the log of a returned homechoice device by a baxter technician. The se occurred on (B)(6) 2011 at 4:32. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause was undetermined. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.